Manufacturer narrative:
Device is a combination product.   (B)(4). The manifold was not returned on the complaint device therefore the catheter batch number was not known. A visual and tactile examination of the device found a hypotube break at 1200mm proximal to the distal tip of the device. Multiple hypotube kinks were also noted during analysis. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured which is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2017. It was reported that advancing difficulties were encountered and shaft break by the hub occurred. The target lesion was located in a coronary artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but device was unable to be delivered. Upon removing the device, the proximal portion of the shafted snapped; the shaft broke by the hub. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break at a portion that can enter the body.